Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported failure to display upstream occlusion alarms during preventive maintenance testing, which were not reproduced. Upstream occlusion alarms were confirmed during a review of the event history log. During the evaluation, cracks were found on the zero insertion force tail of the upstream sensor. The failed upstream sensor was replaced to correct the condition. (B)(4).

Event description:
It was reported that a spectrum pump failed to display the upstream occlusion message during preventive maintenance testing. The pump was tested with a free run test set at 200-mg and 40-ml. It was also reported there was no patient involvement.